Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device recorded a code 1004, indicative of the charge time exceeding a limit, and code 1007, indicative of a shorted lead condition. Boston scientific technical services (ts) was contacted for assistance and recommended replacement of the device and right ventricular (rv) lead. Subsequently, the device was explanted and the rv lead was surgically abandoned. Fluoroscopic imaging did not reveal any lead damage. No additional adverse patient effects were reported.